Manufacturer narrative:
Literature:odonnell, t. M., abouazza, o., & neil, m. J. (2013). Revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty. The journal of arthroplasty,28(1), 33-39. Doi:10.1016/j.arth.2012.02.031. The product was not available for return. Without the opportunity to examine the complaint products, root causes cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Conditions are addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty." One (1) failure of the uka was identified in the article that underwent revision due to due to avascular necrosis of the femoral condyle on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.